Event description:
The customer reported to vyaire medical that the vela ventilator had a vent inop (inoperable) error. At this time, there was no patient information associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device. The following information is derived from wo (B)(4). The service technician was able to confirm the reported issue. Troubleshooting the unit revealed that it requires a new mainboard, which was ordered. The issue was resolved after the main board was replaced. Performed a performance evaluation. All tests were passed, and the unit operated in accordance with OEM specifications. Ran est and ovp, and the unit passed all tests and operates in accordance with OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.